Event description:
Four pt samples with discrepant troponin t results. Pt 1, tested in 2007, initial result 0.342 ug/l. Same sample repeated twice gave results of <0.01 ug/l each time. Initial result was not reported. Pt 2, tested three days later, initial result 0.40 ug/l, repeat <0.010 ug/l. Initial result was not reported. Pt 3, tested six days later, initial result 0.012 ug/l. This result was reported. Same sample repeated twice the next day, the results were 1.44 and 1.45 ug/l. No info provided to determine if results were used to guide therapy. Pt 4, tested sixteen days later, initial result 0.112 ug/l, repeated twice, gave results o <0.010 each time. No info provided to determine if results were used to guide therapy. The investigational unit was unable to determine a specific cause for the discrepancy.